Event description:
It was reported that the screw on baseplate sheared off and embedded in soft tissue. Patient was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If additional information becomes available, it will be submitted in a supplemental report.